Manufacturer narrative:
The defective product has not been returned for investigation and it was therefore not possible to verify the reported failure. As the defective product was not returned a retention sample was used to simulate the reported failure. The stent was stuck at the distal tip during bending at 90°, however the stent was able to move out from the distal end without any issue when changing the angle of distal end 0°. Based on the test results, the reported issue of the stent being stuck in the endoscope at the elevator area, is suspected to be due to angulation of the bending section or the angulation of the elevator on the scope during insertion/withdrawal of the stent. The accompanying IFU states that the user shall ensure to straighten the bending section as much as possible when inserting / withdrawing an endoscopic accessory. The product risk evaluation has been evaluated and the the risk is assessed as acceptable. Ambu will continue to monitor the issue of endoscopic tool passage failure.

Event description:
Ercp was performed on an elderly patient with an active bleeding ulcer and bilateral under extremity edema and, which is a symptom for a wide range of medical conditions including chronic heart failure. During the procedure the physician had difficulty exiting the stent through the distal end of the working channel. The physician tried three unsuccessful consecutively times to deliver the stent and during this the wire was released from the elevator which contributed to a prolonged procedure. During this prolonged procedure the patient had a cardiac failure. The malfunctioning scope was removed, and a new scope was used to install the stent and stabilize the patient. After the procedure the patient was referred to the ICU.